Manufacturer narrative:
Complaint conclusion: during the procedure, it was reported that a formation of clump inside a super torque plus catheter was noted. The catheter was removed when seeing pressure drops. There was no report of patient injury. There was no difficulty experienced when removing the catheter from its packaging. The catheter looked normal when it was removed from its packaging. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was no difficulty flushing the catheter with saline. The guidewire had not been used previously in the procedure, only to guide the pigtail. The catheter did not kink. The account reports that the catheter was not obstructed with particles that can be injected into the patient. The same double ended emerald wire (150cm 0.035) was used with the new product. One non-sterile unit from product cath f6 st+ pig 155 110cm 6sh was received coiled inside of a plastic bag. No anomalies were observed on the received unit. The involved guide wire was not received. An emerald .035¿ guide wire lab sample was inserted through the received catheter and no resistance or friction was experienced during the insertion or withdrawal. Review of lot 17237864 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of ¿catheter (body/shaft) ¿ obstructed-in patient: particles can be/were injected (cardiovascular)¿was not confirmed since the catheter passed functional analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), users are cautioned to keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
(B)(4). (B)(6). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, it was reported that formation of clump inside a super torque plus catheter. The catheter was removed when seeing pressure drops. The same double ended emerald wire (150cm 0.035) was used with the new product. There was no report of patient injury. The catheter looked normal when taken from its packaging. There was no difficulty experienced when removing the catheter from its packaging. The product was stored, handled, inspected and prepped according to the IFU. There was no difficulty flushing the catheter with saline. The guidewire had not been used previously in the procedure, only to guide the pigtail. The catheter did not kink. The catheter was not obstructed with particles that can be injected into the patient. The product will be returned for analysis.